Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v639199, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had surgery on their ankle and they put hardware around the inside of their ankle and the patient was apparently allergic to it. The patient dealt with it for 2 years and it was so painful and felt like it was coming through the bottom of the skin on their heel. The patient convinced their health care provider (hcp) to take it out and they were on their way to have the stitches taken out when a kid ran a stop sign and hit the patient. The patient¿s car flipped 3 times down the road, it broke the wheel off, and every time the car would hit it would hit on the broken wheel and jammed the patient¿s legs and everything into the floor board. It broke the patient¿s neck in 2 places and broke their back in 2 places and almost took the patient¿s arm off when the window broke out of it. This all happened after the patient¿s first system was placed and the car wreck broke their device. This took place on (B)(6) 2011 and as a result the patient¿s system had to be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.